Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 550mg/dl. The customer had no any symptoms. Customer last blood glucose was 78mg/dl treated with juice. Based on customer report customer did not allege pump was for under delivery. Customer also stated that they had post-reset ram crc alarm as well as unexpected restart of the insulin pump. Troubleshooting was performed. The insulin pump will not be returned for analysis.